Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction was traced to component failure. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodeno videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, forceps elevator has foreign material and chipping at the adhesives around light guide lens was observed. The service repair technician indicated that the most likely causes was traced to component failure and not cause established for foreign material. There was no patient involvement.